Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front-therapy electrode from the lifevest equipment. The patient described the irritation as appearing like a chemical burn with red, raw, and blistered skin. There was no alleged device malfunction contributing to the irritation. When the patient was hospitalized, the staff applied ointment to the skin irritation. There is no indication that the patient was hospitalized due to a skin irritation caused by the lifevest. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.